Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device (B)(6) is a concomitant. Please refer to manufacturer report number 2016493-2021-53094.

Event description:
It was reported that the customer requested a log review to check what was programmed by the nurse. The order was for hydromorphone 10mg/50ml to infuse at 0.2 mg/hr but the customer thinks that the nurse entered 0.2 mg/kg/hr when programming the rate. This occurred on (B)(6) 2021 from approximately 1400 to (B)(6) 2021 at approximately 1600. The nurses do not know how much volume had infused or how much was left but they believe that the rate was 3.6 mg/hr and that there was no alleged pump malfunction. Patient impact not provided. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the customer requested a log review to check what was programmed by the nurse. The order was for hydromorphone 10mg/50ml to infuse at 0.2 mg/hr but the customer thinks that the nurse entered 0.2 mg/kg/hr when programming the rate. This occurred on (B)(6) 2021 from approximately 1400 to (B)(6) 2021 at approximately 1600. The nurses do not know how much volume had infused or how much was left but they believe that the rate was 3.6 mg/hr and that there was no alleged pump malfunction. Patient impact not provided. Although requested, further information not provided.